Manufacturer narrative:
The component lot number was not available; therefore, the device history record could not be reviewed. The complaint was reviewed by engineering, quality, and production. The process risk file was reviewed, and it was confirmed that this type of defect has control of visual inspection at a level specified in our sampling plan. The investigation also included internal lab testing conducted on (B)(6) 2020, which resulted in these comments: the pressure-drop across the ppv filter ranges from 3.0 to 3.5 inches of mercury ¿ this is approximately 75-80mm of mercury. Correspondence from the customer indicated they do not know what the vacuum level was set at, but on the regulator, low suction is 0-50 mm. If a crd 1.5l (or any size for that matter) was not properly assembled allowing air to leak in, that amount of pressure drop would likely cause the canister not to deliver clinically effective gastric suction at approximately 50mm of mercury. Additional research performed at the site: typical gastric suction is performed at low vacuum levels up to 80mm of mercury; if there was any air leaking into the canister it would not deliver clinical suction. Vacuum levels below 150mm hg suction are categorized as low vacuum in the applicable iso standard (10079-3). Medi-vac canisters are rated for all suction ranges; however, any leak caused by improper set-up would prevent the canister from providing suction at the levels used by the customer. Based on the customer inquiry, it is not understood how they could have verified the suction after set-up before leaving the patient because they stated the filter was not wet and they identified the failure mode to be a defective filter ¿ in this was the case the suction would have never worked. Correspondence from the customer indicated ¿the canister was connected to wall suction, above the level of the head of bed, which was elevated¿. Having the canister above the bed at this low vacuum level is a challenge for any suction system. A second internal lab test was conducted. It was determined that at the height of 19¿ or more measured vertically from the bottom of the canister to the suction site at 50mm mercury of vacuum the canister could not suction fluid because the weight of the fluid in the tube would equal the suction force. The assignable cause was unable to be determined. The suction failure is suspected to have been caused by user error such as improper assembly, the canister located too high above the suction site, or too low of a vacuum level for the height of the canister. No further actions are planned at this time.

Event description:
Based on the report from the customer reportedly the ppv filter is preventing suction from performing properly. When the ppv filter was removed from the canister lid, there were no issues with suction. There was no liquid in the canister at the time of suction issue, so it was not a case where liquid touched the filter engaging the suction to cease. Reportedly the patient had an external female catheter in place, and the patient had been found soaked in urine, and the suction canister was empty. There were no injuries noted and no additional medical treatment provided since the patient only needs to be cleaned up.